Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, multiple holes in tubing near cylinder.

Manufacturer narrative:
A titan touch pump, one cylinder, and two pieces of detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation on the exhaust tube of the cylinder. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with sharp instrumentation such as a needle. A partial separation is noted on the exhaust tube of the cylinder. Testing revealed this not to be a site of leakage. Surface abrasion is noted on all tubes of the pump, and on the smaller inlet tube. No functional abnormalities are noted with the pump or both detached pieces of inlet tube. Based on quality's examination, quality concluded that the observed separation in the exhaust tube of the cylinder would have allowed the reported "holes in tubing". Due to the brief period of time implanted, the observed instrument damage may have inadvertently occurred during closure at the implant procedure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.